Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient's urinary frequency and urgency was better. There were no further complications reported or anticipated.

Event description:
Additional information reported that there was no cause for ins stopped working. It eventually started working and patient was able to change program. There was no troubleshooting or intervention performed. The patient got it working on her own before she came in. The issues reported of ins stopping working and flashing low battery resolved on its own.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information reported that the patient was not able to change the setting but after trying on several occasion, patient was able to change the setting. The patient kept trying and pushing different options. It was noted that ins stopped working and flashing low battery screen resolved.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient thinks their ins has stopped working and they saw the flashing low battery screen on their patient programmer (pp). Patient reported they have to go pee frequently and their urgency is worse. Patient did not have their pp at the time of the report to do any checking. Doctor told the patient to contact the manufacturing company to see if they needed to have a manufacture representative (rep) present. Patient has experienced a loss or change of therapy. Patient will follow up with their healthcare provider (hcp) to resolve patient's symptoms.